Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e104, component failure of the electronical component (charged coupled device) is failure and poor, the connection socket is oxidized and image occasionally blackouts. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: error e104 was caused by a component failure of the ccd (charged coupled device) unit (ccd component was poor), the connection socket is oxidized due a component failure of the video connector and the image occasionally blackouts was caused by a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image color was distorted, and the image was dark. The issue was found during reprocessing. There were no reports of patient involvement.